Manufacturer narrative:
A titan touch pump, two cylinders, and detached exhaust tubing with connector were returned for analysis. A separation was noted in the longer exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. A separation was noted in the exhaust tube of cylinder 2. This was a site of leakage. The surfaces appeared to be rough and irregular. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the detached exhaust tubing and connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separations indicates that sufficient stress(s) may have been exerted on the longer exhaust tube of the pump and exhaust tube of cylinder 2 to separate these sites while in-vivo. Separations of these types could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Correction: these analysis findings were previously submitted under manufacturer report number 2125050-2021-00786; however, they were intended to be analysis findings associated with manufacturer report number 2125050-2020-00966. Any additional information received regarding this event will be submitted under manufacturer report number 2125050-2020-00966.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, cylinder tubing leak (tear); the device was revised. Additional information received indicated: ¿cylinder tubing leak (tear)¿. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.